Event description:
It was reported that the patient's pump had thrombosis. The patient was not a candidate for re-implant due to drug use and no support. The patient was obtunded, care was withdrawn, and the patient passed away on (B)(6) 2018. The death was reportedly considered to be device related and the device did not operate as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombosis could not be confirmed as no product was returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established. It was reported that heartmate ii lvas, serial number (B)(4), would not be returned for evaluation. The hmii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.